Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient after two hours of placement during an operation.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. A device history record review is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated

Event description:
It was reported that the catheter fell out of the patient after 2 hours of placement during an operation.